Manufacturer narrative:
Section h10: (h3) the evaluation noted that the revision was likely the result of the ceramic liner fracture which led to subsequent wear of the acetabular cup due to contact with the femoral head. The reason for the ceramic liner fracture could not be determined based on the information provided. Concomitant devices: novation ceramic ahs shell, 140-01-54; bone screws; 36 - 3.5 alunia head, 140-36-93. No information provided in the following section(s): a4, a5, b6. The following section(s) have additional info: d4 (serial number, and exp date), g4, g7, h1, h2, h3, h4 and h7. Section h11: corrections made in the following section(s): (g4) the awarness date in the initial submission should have been 24-jul-2020.

Manufacturer narrative:
Pending evaluation. Concomitant medical devices: novation ceramic ahs shell, 140-01-54; bone screws; 36 - 3.5 alunia head, 140-36-93.

Event description:
One year ago, approximately (B)(6) of 2019, the patient presented with a squeaking in her operative hip. The initial left tha was completed approximately 5 years prior. The (B)(6) y/o female patient has a ¿high bmi¿ and was in pain leading up to the revision. The ceramic liner fractured. The ceramic head lodged into a hole in the cup and bore through. The cup, screws, and liner fragments were removed. The ceramic head was removed as well and revised to a competitive cup with a ceramic option head. Patient was last known to be in stable condition following the event. Devices was disposed of by the facility.